Event description:
It was later reported that the implantable cardioverter defibrillator (ICD) was removed and upgraded to a bi-ventricular (bi-v) ICD with no complications.

Event description:
It was reported that the patient went through dialysis and shortly after went into a ventricular tachycardia (vt) that the device called supra ventricular tachycardia (svt) due to wavelet. The device withheld therapy for 6 minutes and the patient passed out. It was thought that if the patient's electrolytes are off due to the dialysis, it is possible that the rwave looks different causing wavelet to withhold vt detection. The device electrogram gain settings were changed for better discrimination and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found.